Manufacturer narrative:
No evaluation data was provided to philips.

Event description:
It was reported to philips that the heartstart xl defibrillator had interference on the ECG graph. There was no pt involvement.

Manufacturer narrative:
(B)(4): a f/u report will be submitted once the investigation is complete.